Event description:
Reportedly, the device was fired and staples formed, however the knife blade did not cut. Surgeon spent two hours trying to remove anvil and dissected redundant tissue. No pt injury. Procedure: low anterior resection.